Event description:
It was reported intermittently the system's cine operation failed to function, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The hard drive and the cine drive were installed during the service call. The system was tested and found to be working as intended and put back into service.